Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a procedure while the surgeon was attempting to remove a screw from the patient with an extractor the instrument fractured. There was a greater than 30 minute delay due to this malfunction.

Manufacturer narrative:
Visual evaluation of the returned screw extractor confirmed the device is fractured; the fractured portion was not returned. Hardness testing found the item was within specifications. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.